Event description:
It was reported that the patient said, "the pacemaker is not functioning correctly and will be changed out soon." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.